Manufacturer narrative:
Medtronic representatives followed up after this reported event and determined the tactile awl is calibrated based on location when verifying, therefore, subject to some movement when rotating the instrument. Suggested using new spheres and re-calibrating awl as needed. No parts or files have been received by the manufacturer for evaluation.

Event description:
A neurosurgeon reported that, while in a spine procedure, the images moved more than desired during navigation of the tactile awl and probes. The surgeon was moving the instruments to tap holes and using trajectory views. Later in the procedure, the surgeon thought there was an inaccuracy using the o-arm, a long spinous process clamp and small passive frame. A medtronic representative trouble-shooting with the site, recommended they re-spin if the navigation was inaccurate. The surgeon declined to re-spin and opted to complete the procedure without the use of the stealthstation treon treatment guidance system. There was no negative impact on patient outcome reported.